Event description:
It was reported that during a patient exam the c-arm dropped suddenly. No injury was reported. Due to this issue one image was repeated which resulted in the patient receiving additional radiation. A field engineer was dispatched to the site and determined that the vta control board needed to be replaced and the worm gear reseated. Once this was completed the system was working as intended.